Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pcu front case with keypad was not working needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer complaint that 10 pcu keypads were not working on was confirmed and replicated during functional testing. Physical inspection noted the returned keypads were observed with signs of fluid ingress on the flex cable and ground cable. During internal inspection, the returned keypad was observed with a broken trace and signs of fluid ingress near where the flex cable meets the circuit layer. The returned keypad failed the maintenance keypad test due the keypad failing to power on the device. However, all other soft keys were functioning as intended. The ac indicator light did not illuminate on. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15693431 service history record showed the device had a manufacture date of 04sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 17nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that 10 pcu keypads were not working and needed to be replaced. There was no patient involvement.

Event description:
It was reported that 10 pcu keypads were not working and needed to be replaced. There was no patient involvement.